Event description:
It was reported that the device tripped eri (elective replacement indicator) but the battery measured at interrogation was 2.76 v. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device tripped eri (elective replacement indicator) but the battery measured at interrogation was 2.76 v. It was also reported that eri was reached at 46-47 months, with nominal outputs and no atrial therapies. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the telemetered battery voltage was 2.69 v while the daily battery voltage trend measurement was 2.93 v. The analyst stated that information from an interrogation after explant was used because an earlier interrogation appeared to be incomplete and missing the daily trend voltages. Analysis of the device revealed that the incorrect recommended replacement time battery voltage measurements are the result of high internal battery resistance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the telemetered battery voltage was 2.69 v while the daily battery voltage trend measurement was 2.93 v. The analyst stated that information from an interrogation after explant was used because an earlier interrogation appeared to be incomplete and missing the daily trend voltages. Analysis of the device is in process; the results will be forwarded when available.